Event description:
Per the clinic, the patient experienced malposition of the electrode array outside of the cochlea. Subsequently, the device was explanted on (B)(6) 2024 and the patient was re-implanted with another cochlear device during the same surgery.